Event description:
It was reported that while preparing to begin a da vinci surgical procedure, the site observed the left eye image switching from green to black. With the assistance of an isi technical support engineer (tse), the site adjusted the camera cable at which time the issue moved to the right eye image. The tse recommended that the site replace the camera cable, however, the site was unable to locate their spare camera cable. The patient was under anesthesia when the surgeon decided to abort the planned procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with the camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The da vinci surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of april 1, 2010, there have been no reported recurrences of the issue at this hospital.